Event description:
It was reported that the patient had a system error (se) 2240 (air in line/set) on the homechoice (hc) machine during the dwell step of peritoneal dialysis (pd) therapy, while the patient was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.